Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 518 mg/dl at the time of the incident. The customer experienced both hyper and hypoglycemia, and these were treated with the insulin pump and food. It was reported they got a new insulin pump on thursday, and needed help adjusting the settings. During troubleshooting, customer¿s healthcare provider assisted the customer with lowering their blood glucose. It was also reported that the blood glucose went down to 39 mg/dl after treating the blood glucose with manual injection. The insulin pump will not be returned for analysis.